Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A sample from the patient was requested for investigation, but could not be provided. A general product problem could be excluded. According to product labeling, the recommended dilution is 1:10 if the measured result is higher than the measuring range. Labeling also states the ca 19-9 antigen tends to aggregate, which may lead to non-linear dilution behavior in certain individual samples.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys ca 19-9 immunoassay (ca 19-9) on a cobas 6000 e 601 module (e601). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The sample initially resulted as 987 u/ml. The sample was repeated, resulting as > 1000 u/ml. The customer then diluted the sample times 2 and it resulted as 1569 u/ml. The customer then diluted the sample times 5 and it resulted as 2195 u/ml. The customer then finally diluted the sample times 10 and it resulted as 3008 u/ml. The patient was not adversely affected. The e601 analyzer serial number was asked for, but not provided.